Event description:
It was reported that the first lesion was located in the proximal lad, which was eccentric, with mild calcification, and mild tortuosity. A second lesion with 75% stenosis was located in the mid left circumflex (lcx). The physician crossed a balance guide wire to the proximal lad and a second balance guide wire to the mid lcx for protection. After a stent was advanced to the proximal lad, the second guide wire was removed from the mid lcx, before the stent was deployed. After the stent was successfully deployed, the physician advanced the second balance guide wire back to the mid lcx, through a stent strut, leaving the first guide wire in the lad. Another co's dilation catheter was then advanced over the second guide wire to expand the stent strut. The physician felt some resistance in the guiding catheter; however, he kept advancing the dilation catheter over the guide wire and it became stuck. There was no way to remove the dilation catheter with the two guide wires as a single unit. During the removal process, the guide wire became separated. It was reported that the first guide wire seemed to twist around the guide wire notch of the dilation catheter. The separated distal end was caught on the dilation catheter and was able to be removed. No pt injury was reported.